Manufacturer narrative:
Device powered up properly after battery installation. No blank display noted. Device passed the self test, sleep current measurement, active current measurement, and the displacement test. Device was monitored and no unexpected powering off or blank display noted. Verified the battery tube power connector is properly connected to electrical board during visual inspection. (B)(4).

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s husband reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose was unknown mg/dl. The customer¿s husband reported the insulin pump will not turn on after changing batteries 3 times with energizer. The insulin pump will be returned for analysis.